Event description:
It was reported that the wireless recharger (wr) did not charge the dbs. It displayed the charge levels continuously without reacting or getting a response for its corresponding load. There were no contributing factors. The device was with irreparable damage due to amber light and charging lights continuously illuminating. Reset of the device was performed by pressing and holding the button to turn it off, however, this did not work and the device did not work as intended. The issue was not resolved. A replacement was requested. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device did not charge the dbs. It displayed the charge levels continuously without reacting or getting a response for its corresponding load. There were no contributing factors. The device was with irreparable damage due to amber light and charging lights continuously illuminating. Reset of the device was performed by pressing and holding the button to turn it off, however, this did not work and the device did not work as intended. The issue was not resolved. There was no patient injury.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.